Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing.  The reported problem of 'a system error 345 its repeated show several times on display and history log' was confirmed in the event history log (ehl) review as 'system error 345' messages, and reproduced during idea testing. The cause was identified to be a failed thermistor of the upstream assembly. The upstream/ultrasonic sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device experienced a system error 345 (thermistor disparity) alarm. No additional information is available.